Manufacturer narrative:
Patient age was reported only as (B)(6) 19xx. The year of the patient¿s birth was not provided by reporter. (B)(4), lot number is unknown. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that two proximal femoral nail antirotation blades could not be implanted into the femur neck. The blades got stuck halfway and could not be locked. The reported issues caused a surgical delay of 60-95 minutes. This report is 3 of 3 for (B)(4).